Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were successfully by receiving high/low glucose alarms on ios/fsll version 2.5.3.3088 using a known good libre 2 sensor was successful. No issues with the freestyle librelink app. Were not identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a signal loss alarm alert while wearing the adc device using librelink. As a result, on (B)(6) 2022 the customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness, and was provided "glucagon injection" by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.